Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tka, after locking the insert, a surgeon noticed a gap(1mm lateral/posterior) between the inset and baseplate. Therefore, he tried to insert another size insert but it was also same condition. The second stayed implanted. Update: the delay time was about 2-3 minutes. Right side.

Event description:
It was reported that, during a tka, after locking the insert, a surgeon noticed a gap(1mm lateral/posterior) between the inset and baseplate. Therefore, he tried to insert another size insert but it was also same condition. The second stayed implanted. Update: the delay time was about 2-3 minutes. Right side.

Manufacturer narrative:
An event regarding seating/ locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection of the returned device noted the following: damage consistent with the implantation/explantation process was observed on the articulating and distal surfaces of the insert. No materials or manufacturing defects were observed on the surfaces examined. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: damage consistent with the implantation/explantation process was observed on the articulating and distal surfaces of the insert. No materials or manufacturing defects were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.